Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was explanted. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the severely tortuous and calcified left common iliac art. This 8 x 80mm x 160cm wallstent was selected and was deployed in the target lesion. It was noted that stiff wire from the delivery system was completely pulled to the stop. Upon removal, there was significant resistance encountered and the stent was partly pulled back into the sheath. The location of the stent was about 5 cm away from the sheath. The stent was completely pulled back into the delivery sheath and removed from the patient. The procedure was not completed due to this event. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was explanted. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the severely tortuous and calcified left common iliac art. This 8 x 80 mm x 160 cm wallstent was selected and was deployed in the target lesion. It was noted that stiff wire from the delivery system was completely pulled to the stop. Upon removal, there was significant resistance encountered and the stent was partly pulled back into the sheath. The location of the stent was about 5 cm away from the sheath. The stent was completely pulled back into the delivery sheath and removed from the patient. The procedure was not completed due to this event. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was fully deployed. Examination of the stent noted uncrossing of some of the wires on both ends of the stent. The outer sheath was fully retracted with the t-bar connector situated at the hub on the stainless steel shaft. The outer sheath was severely stretched and bunched in appearance along its length. The inner shaft was removed from the outer sheath. It was noted that the inner shaft was broken at approximately 483mm distal to the distal end of the stainless steel shaft. The distal portion of the inner shaft was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).